Event description:
Patient has had several (5 - 6) infusion sets that have broken, and that ome of the infusion sets have also had their outer tubing detach. Patient's blood glucose was not affected, and no treatment was received.